Manufacturer narrative:
The patient was previously admitted (B)(6) 2019 for infection (covered in manufacturer report number 2916596-2021-04617). Patient age was estimated based on age at time of implant. Patient weight was taken from most recent figure provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2019 for a large scab coming from driveline site that fell off before discharge. There was a purulent greenish fluid and minimal redness but no associated fever. The patient was started on vancomycin intravenously. Blood cultures showed no growth. Wound culture revealed methicillin-sensitive staphylococcus aureus and computed tomography of abdomen showed no cellulitis or abscess along the driveline. The patient was discharged (B)(6) 2019 with intravenous cefazolin for 14 days.